Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue by reviewing the device event log. The fse replaced the central processing unit board and the issue was resolved.

Event description:
It was reported that the unit declared a "backup alarm failed" error. There was no patient involvement. The event date was not specified; estimate used.